Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during unrelated procedure. No change in electrical parameters. The lead remains implanted. The patient&#38112;condition is fine.